Event description:
It was reported that during device change out due to eri, externalized conductors were observed. Patient was asymptomatic and no electrical anomalies were noted. Lead remains implanted and patient to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.